Event description:
It was reported that during a radical hysterectomy procedure, the clips did not form but came out of the device unformed. Surgeon took a new instrument to continue. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.